Event description:
On (B)(6) 2008, it was reported to boston scientific corporation, a prolieve rectal temperature monitor (rtm) was used for a benign prostatic hyperplasia (bph) procedure on (B)(6) 2008. According to the complainant, post procedurally, it was identified that the rectal temperature monitor (rtm), did not go beyond 37 degree c. No pt complications were reported as a result of this event.

Manufacturer narrative:
When the device was placed in hot water to test the functionality at the customer site, the temperature readings increased appropriately. During a subsequent procedure, it was determined by the sales rep that the device was not placed properly during the procedure; when the placement of the device was corrected to align the sensors on the proper orientation, the device functioned properly. The reported complaint was confirmed. The reported incorrect temperature reading is related to improper use/placement of the device during the procedure. (B)(4).